Event description:
Lens would not stay in position after being implanted. An enlarged incision was made to explant the lens.

Manufacturer narrative:
This MDR follow-up report #1 is being submitted at this time as the complaint investigation was not detected in the product complaint handling system ((B)(4)) due to unexpected software issues. The purpose of this follow-up report #1 is to revise: correction of "expiration date" from 07/01/2015 to 02/ 28/18. Unique device identifier (UDI) number has been added. "Device manufacture date" of 12/2012 to 03/31/2014. The following additional information has been added to this follow-up report. This supplement is also updating the agency on information of product analysis. As product was not returned, evaluation could only consist of a review of the manufacturing and inspection records of the device. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model fy60ad.) The exact root cause was not determined. Product was not returned.

Event description:
Lens would not stay in position after being implanted. An enlarged incision was made to explant the lens.